Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to out of range impedance due to clavicular crush on x-ray. This ra lead was programmed off and no replacement added. No additional adverse patient effects were reported.